Manufacturer narrative:
Subject device was returned for evaluation. Product was initially sent as a replacement device. Motor locked up during functional testing and overheated. It is stated that the device is almost five (5) years old. Per results of the investigation, the root cause has been determined to be ¿hardware failure- pumps or motor¿. At this time, no further investigation will be implemented. (B)(4).

Event description:
During an open rotator cuff repair procedure utilizing the dyonics power high speed drill, it was reported that, on the initial use of the device, the motor began stuttering and the hand piece became too hot. It was reported that there was no backup device available. (B)(4).